Manufacturer narrative:
Product complaint: # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30909761. Number and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation. There is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined. However, there are circumstances of the procedure that may have contributed to the reported failure. The instruction for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction and action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank. This information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report number is 3008114965-2023-00139.

Event description:
As reported by the field, during a stent assist coil embolization to the m1 segment of a wide-necked aneurysm of the right middle cerebral artery, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 7178228) became impeded in a prowler select plus 150/5cm microcatheter (mc). The mc was placed in distal end of vessel and stent was delivered to target position. When the stent was half released, the stent positioning was found to be inaccurate. The physician retracted the stent into microcatheter and tried to deliver the stent again. The stent was impeded in the microcatheter tip and could not pass through it. The stent was removed with microcatheter together. New devices were switched to complete the surgery. There was no patient injury report. Additional information was received indicating that the stent had been intentionally deployed. The resistance was felt at the distal tip. Other devices were successfully used with the concomitant device prior to the encountered resistance. There were no procedural delays due to the event.